Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door onto liberty cart after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during dwell 4 of 4. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and advised that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient reported discomfort following the reported event. Pdrn reported completing a manual drain of approximately 3l on the patient to relieve the discomfort. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the front panel bezel was damaged. Although there was evidence of dried fluid present within the cassette compartment on the top cover, on the pump door, and on the pump molded clamp, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A 3 hour accelerated stress test (ast) was performed. No fluid leaks were found in the test cassette. Grinding motor b was encountered. A 2-hour 15min 8500ml post accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient pressure sensor test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried on the bottom cover under the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door onto liberty cart after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during dwell 4 of 4. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and advised that the patient was unable to complete peritoneal dialysis treatment in the absence of the cycler. The patient reported discomfort following the reported event. Pdrn reported completing a manual drain of approximately 3l on the patient to relieve the discomfort. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.